Event description:
Patient reported that the monitor is giving inaccurate readings, and also cause bruising due to the cuff being too small.

Manufacturer narrative:
It was determined that the inaccurate readings and bruising that the patient reported were due to the cuff being too small for the patients arm. The device associated with this iincident was not returned for investigation. Should the device be returned, a supplemental report will be filed to ddocument the results of the investigation.